Event description:
Complainant alleged that the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device has been received, and a follow-up report will be submitted when the investigation is completed.